Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020. Additional information: a1. The following information has been requested and the obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. The atopic allergic reaction was severe and lasted 3 weeks. At that time surgeon had me emergently see a dermatologist.I was rx¿d a topical halobetasol cream that was applied twice daily for a week to gradually resolve the reaction/rash/itching. Followed up with an allergist and all testing was negative. I was no tested specifically for dermabond or cyanoacrylates. Worked often with super glues in the past without any reaction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc (B)(4). The following information was requested however, not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please verify the event information above for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact email information on the form and sign authorization to use or disclose information form attached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hip replacement procedure on (B)(6) 2020 and topical skin adhesive was used. On post op day two or three, patient experienced a site reaction to the adhesive. Started treating with a topical steroid cream and cortisone cream then a triple antibiotic ointment which seemed to make the reaction spread about six to seven inches away from the initial incision. The incision appears blanched a little and quite red. Its a maculopapular rash, there's no drainage, there's no bleeding. The incision looks benign but there's just reaction. Patient took oral medications of antihistamine and solu-medrol. Reaction is still about six to seven inches from the original incision. Additional information has been requested.